Event description:
Boston scientific received information that while implanting this right ventricular (rv) lead the patient¿s subcutaneous artery was perforated resulting in significant bleeding. The lead was explanted and hemostasis was restored. Another rv lead was implanted without incident. The explanted lead will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.